Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as 2134265-2011-02785 and 2134265-2011-02781. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Lesion 1 was a long lesion located in the proximal left anterior descending artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 24 mm taxus liberte stent with 0% residual stenosis. Lesion 2 was located in the mid left anterior descending artery with 95% stenosis and was 6 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilation and implanting a 2.25 x 8 mm taxus liberté stent with 0% residual stenosis. Lesion 3 was located in the distal right coronary artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion by implanting a 2.75 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 366 days post index procedure, the patient experienced a non-q-wave myocardial infarction. He had no ischemic conditions. No action was taken for this event and the patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Event date corrected from (B)(6)-2011 to (B)(6)-2010. Describe event corrected event from 366 days after index procedure to same day. Describe event, relevant tests, other relevant history updated. (B)(4).

Event description:
It was further reported that the myocardial infarction occurred the same day post-index procedure not 366 as originally stated. Following placement of the 2.25x8mm taxus liberte stent in the mid lad, the 2nd diagonal branch was pinched with 95% stenosis. Angioplasty was performed with 10% residual stenosis.